Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, chest pain, throat irritation, and coughing. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 10/15/2024: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches. Chest pain. Irritation in her throat and coughing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No sd card returned. No other peripherals or accessories were returned with the device. Evidence of sound abatement foam degradation/breakdown was not observed in this device. This investigation was performed manufacturer initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and ac power cord. Manufacturer also observed customers humidifier heater plate did heat. Manufacturer observed the following from and external and internal inspection: sd card cover missing ui (users interface) knob missing one non-slip pad on bottom enclosure. Unknown yellow spots on lcd display the air outlet port had dust-like contamination in it. Unknown brown deposits on air outlet port air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. Evidence of possible insect infestation inside device enclosure, on pca, and inside blower box. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. Manufacturer observed the following from an internal and external inspection of humidifier manufacturer observed the following: missing both non-slip pads on bottom enclosure. Dust-like contamination on flip lid seal. Evidence of possible insect infestation inside humidifier enclosure. Tan and white dust-like contamination, throughout humidifier enclosure. Unknown white dust-like contamination on and under the heater plate. Unknown white dust-like contamination on the dry box seals. Unknown tan dust-like contamination in the iso port (international organization of standardization.). The contamination found in the humidifier enclosure are considered not to be in the airpath. The source of contamination was most likely external to the device. Manufacturer was unable to get care orchestrator information from device. Manufacturer was unable to address the symptoms specified. Review of the device log showed: -errors logged: 0 errors were logged. -device was likely reset prior to manufacturer receipt as indicated by the device having 17,258.9 machine hours and no blower or therapy hours. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms. Box d, box g & box h has been updated in this report.